Event description:
It was reported that the customer was unable to charge the pump due to damage to the Tandem-provided USB charging cable. There was no reported adverse impact to the customer's blood glucose level. A new charging cable was sent to the customer.

Manufacturer narrative:
In use at the time of the event:CGM model: G6.Mobile OS: iOS / iOS_iphone 14 / 2.5.2 / iOS_16.5.1.